Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, front cover, rear case, left/right handle, barrel clamp, and left/right iui. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the carriage block assembly. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 11feb2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed calibration. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed calibration. There was no additional information provided and no patient involvement.